Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that the surgeon experienced about a  millimeters (mm) lateral inaccuracy. The field representative (rep) noted that once the inaccuracy was observed, they took a new imaging system spin since they thought that maybe the reference frame shifted. Upon taking the new spin, the site did anatomical checks and found the system was still inaccurate by about 4 mm in the lateral direction. No additional information available. Patient impact, procedure type, and patient impact unknown.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000219. H2-3: a manufacturer representative (rep), went to the site to test the imaging system. The rep, calibrated the trackers for 20 centimeters field of view. Verification passed. Navigation was accurate. Codes: b01, c17, d07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the procedure was a l4-s1 psf with a l5-s1 tlif. The event delayed the procedure approximately 30 minutes. They had to do two additional spins to compensate for inaccuracy. There were no known additional symptoms.